Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "device does not prompt IV loading when clip is inserted while device is off but plugged in" was reproduced. The pump did not turn on and recognize that the door was open. A review of the event history log revealed multiple "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed upper auxiliary. The upper auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not prompt IV loading when clip was inserted while device was off but plugged in occurred in the biomedical service department. There was no patient involvement. No additional information is available.